Event description:
It was reported that the customer experienced a cracked or shattered touchscreen on their device, rendering the screen black and unresponsive. There was no information provided regarding the impact on the customer's blood glucose level. The device is being returned, and a replacement pump was arranged for the customer.